Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is the surgeon's decision to remove the implants due to no pain relief and the patient opting to have the implants removed. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# 373339, mfd. 05/29/15, exp. 2020-05-29, gtin (B)(4). 2nd (second): ifuse implant, p/n 7055-90, lot# 493382, mfd. 07/31/15, exp. 2020-07-31, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7050-90, lot# 493378, mfd. 08/01/15, exp. 2020-08-01, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient later reported no pain relief and opted to have the implants removed. The surgeon did not indicate that the implants were malpositioned or loose. In (B)(6) 2018, the surgeon performed a revision surgery where he removed all the implants using chisels. All implants showed some bone growth on the surface. The status of the patient following the revision procedure is not known.